Event description:
A pt (age and gender unk) underwent a therapeutic procedure for hemostasis (site unk). The clinician has indicated that significant difficulty was encountered when the resolution clip device was deployed. The procedure was successfully completed. There were no reported complications or ill effects sustained to the pt as a result of the deployment issue. The pt condition is noted to be "ok".